Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt. Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation.

Event description:
As reported, the balloons of two (2) mynxgrip tm vascular closure devices (vcd) were noted to have holes. There was no reported patient injury. The devices will be returned for evaluation.